Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd received photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a needle coming loose from the holder during blood collection with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had come loose from holder during blood collection. No injury or medical intervention reported.